Event description:
Device has been explanted.

Event description:
Physician has further confirmed device has been explanted and "a crack in the back patch" was found.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported, "several episodes of prosthesis cold with swelling of the breast, pain and redness", "a layer of fluid was detected in the region of the inner side and inner lower side of the right implant", and "3rd episode of erythema in the breasts". The device remains implanted. This record is regarding the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a layer of fluid was detected in the region of the inner side and inner lower side of the right implant."

Event description:
Physician reported, "several episodes of prosthesis cold with swelling of the breast, pain and redness", "a layer of fluid was detected in the region of the inner side and inner lower side of the right implant", and "3rd episode of erythema in the breasts". The device has been explanted. This record is regarding the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.